Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed row 3 (#0, #1, #2, and #3) keys to be inoperable caused by a failed keypad. The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a "bad touch panel" which was clarified during baxter's device evaluation as "keypad not functioning." Any patient involvement, injury or medical intervention is unknown.